Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. Review of device memory confirmed that the device was operating in safety mode. New device firmware was downloaded and the device completed interrogation normally and was found to be in storage mode. The battery voltage was 2.897 volts. The device case was opened and visual inspection revealed no irregularities. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process, a high current condition was observed. Electrical testing and analysis were conducted which isolated the high current to an anomaly within the mixed mode integrated circuit (mmic) associated with the shock sensor function of the device. This anomaly caused a high current drain, which over time resulted in the reported clinical observation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device was explanted without incident. No adverse patient effects were reported.